Manufacturer narrative:
The device did not return for evaluation. Photographs were provided which confirm the event of the tip of the tap broken off. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the tip of the tap broke off inside of the pedicle during a spinal procedure. The tip was unable to be retrieved from the patient and remains in the pedicle. This is report 2 of 3.